Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had unresponsive buttons during an attempt to bolus for a high blood glucose. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. The customer treated with manual injections. The customer stated that there was no significant event leading to the keypad issues. The customer was unsure if the clock on the insulin pump advanced when observed for one minute due to having removed the battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: no frozen screen or button error alarm noted. Unit time/clock moved. Unit had unresponsive esc button due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, missing o-ring (reservoir tube) and stained end cap sticker.